Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection and performed a total service call. There were no instrument related issues observed that may have contributed to the elevated troponin result. All three levels of quality control results were within acceptable ranges prior to the elevated result, however the customer repeated all three quality control levels after the event, and level 2 and level 3 were in range. The cause for the elevated non-repeatable troponin result is unknown, and may have been attributed to specimen collection and handling. The customer performs a stat centrifuge spin for sample tube handling. No conclusion can be drawn. The instruction for use (IFU) under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi. A positive troponin result is not always indicative of mi. Other conditions resulting in myocardial cell damage can contribute to elevated cardiac troponin I levels. These conditions include, but are not limited to, myocarditis, cardiac surgery, angina, unstable angina, congestive heart failure, and non-cardiac related causes, such as, renal failure and pulmonary embolism." The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated advia centaur cp troponin ultra (tni-ultra) result was obtained by the customer on a patient sample. The patient sample was repeated on an alternate advia centaur xp system and the result was negative. The customer's laboratory policy is to repeat all troponin results that are greater than 0.15 ng/ml. The negative troponin result was reported. The customer repeated the patient sample on the advia centaur cp and the result was negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.